Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from the date the manufacturer was made aware. D6b: explant date: several years ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12000 model: sc-1200 serial: (B)(6) batch: (B)(6) UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to the device not working properly. No further information has been obtained despite good faith efforts.